Event description:
When a blackout occurred by an earthquake, the ventilator's main power changed to emergency power followed by a powered down with the "power down alarm". This event occurred while it was in use on a patient, however, patient was not injured.